Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation. The customer did not return any product.

Manufacturer narrative:
Na.

Event description:
The caller reported that while testing a patient with the inform ii (serial number (B)(4)) the blood glucose results of 255 mg/dl at 1945 and 122 mg/dl at 1950 were obtained on (B)(6) 2015. There was no information available regarding any treatment, medications or medical history. All of these tests were performed by different operators and there were no lab draws done for any of the above results. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention strips (lot 473372) were tested for accuracy. The retention material meets specifications.